Event description:
The caller reported that the tube leaked air at the pilot balloon seam. The tube was pre-tested and placed in pt on march first. The failure was noticed on march second. When the failure was noticed the item was removed from the pt, and a new tube was inserted.